Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the concomitant medical products: 5071-35 lead, implanted: (B)(6) 2014. 7122q52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected remaining longevity estimation less than a year after the implant procedure. A corrected remaining longevity estimate was calculated using data from the crt-d and the crt-d remains in use. No patient complications have been reported as a result of this event.